Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of automatic mode switch due to noise and myopotential oversensing were noted on the atrial channel. Further testing was able to reproduce the noise but no intervention was performed. The patient was stable and will continue to be monitored. Related manufacturer report number: 2938836-2017-30736.